Event description:
It was reported that the customer did rewind, insulin squirted out, and then the device alarmed. The blood glucose reading was 160mg/dl. It was stated that the customer is breastfeeding. Troubleshooting was performed, and the drive support cap was flush. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to protruded/loose drive support disk. The insulin pump received with cracked display window corners, reservoir tube lip and scratched lcd window.